Manufacturer narrative:
MDR (B)(4) / initial 7 of 7. Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site:3003442380.

Event description:
It was reported that the patient faced hyperglycemia on (B)(6) 2026 due to adhesive patch did not stick upon insertion and also treated with correction bolus via pump.